Event description:
It was reported that the external pulse generator powers off randomly even with a new battery. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, and ring cover are broken. One case screw is missing, battery contacts are compressed, ring is bent, and keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.